Manufacturer narrative:
Samples were collected in lithium heparin tubes with gel and centrifuged at 6000 for four minutes. Samples were poured into insert cup prior to analysis. Troponin quality control (qc) was within specifications during the time of the event. A system check performed on (B)(4) 2009, was with specifications. No flags accompanied the erroneous results. There were no current system errors, but recently there had been wash collar vacuum errors. Beckman coulter, inc. Customer technical support provided add'l references to the customer to include troponin data on the FDA website, pre-analytical sample handling data, and product insert data in regards to analyzing lipemic samples. Customer declined offer for service to evaluate the analyzer. Root cause was not determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable event.

Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for one pt when using the unicel dxi 800 access immunoassay system. The erroneous high test result were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the lab. Another sample was drawn. Repeat analysis was performed with both samples. The retest results, with the second sample were also above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Pt was transferred to another facility. The troponin test was repeated. Normal test results were obtained. No reports of death or serious injury, and no affect to pt treatment as a result of this event.